Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. The rptr of the complaint was asked to return the product for analysis. Based upon the model number, serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Band slippage and dysphagia are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require ban repositioning and/or removal." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Doctor reported severe events of "dysphagia" and "slipped gastric band". The events were device related and not procedure related. The seriousness criteria code was inpatient hospitalization with the pt being hospitalized for greater than 24 hrs. A lap-band ap system device removal took place to treat the events. The events were resolved with sequelae.